Event description:
Patient's spouse reached out to customer success regarding potential false positive/negative results. Patient tested on (B)(6) 2021 and resulted as positive, on (B)(6) 2021 and resulted as negative, and on (B)(6) 2021 and resulted as positive. The patient is claiming the last test result from on (B)(6) 2021 as being a false positive result. Customer success agent gave the patient the CT values for each test and explained "virus shedding" to show how the last positive results is indeed accurate. (B)(6) (customer success vp) tried to call again on (B)(6) 2021 and left a voicemail. As per helpscout communication.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The eua (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test on (B)(6) 2021 4:58 pm est. The patient's test sample ((B)(6)) was collected on (B)(6) 2021 and later resulted with a viral CT value of 39.30, which is in the positive range. No corrections were made to this test report upon release to the patient. Sample barcode (B)(6) was located on plate-urhdc8125 and testing started on (B)(6) 2021 1:57 am est and the result for this test was released on (B)(6) 2021 10:05 am est as positive. The sample had a viral CT of 38.38 which is in the repeat range. Sample barcode (B)(6) was re-plated on rhdc02302 at position f8 and testing started on (B)(6) 2021 11:10 am est. The results were released on (B)(6) 2021 4:58 pm est per the clinical lab's investigation, results for sample barcode (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls. The patient's sample was not next to any high positives leaving no risk of contamination. Rhdc02302 was created using the hamilton method in plating (sop pl-5036, version 3.0), extracted using the kingfisher method (pl-5036, version 2.0, reagent lot #s: wash buffer: 18389100, lysis buffer: 18380000, bbd: 18523900, elution buffer: 202927), and manually prepared for qpcr using a mastermix from batch 102. The reagents used to test the patient's sample were within specifications, not expired, and passed quality control. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Customer success team responded to the patient on (B)(6) 2021 and explained to the patient how curative's pcr test works. They also explained how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.